Event description:
It was reported that a malfunction code malf 12 appeared on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and the malfunction did not recur afterward, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction reoccurs and confirmed their understanding.